Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause was unknown. The outcome was not considered device or therapy related, "non-vad related death" per coordinator. It was unknown if the device operated as expected. It was unknown if an autopsy was performed. The device was not explanted and will not be returned for evaluation. The site did not believe this outcome was related to the device.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.